Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken cable with the mega suturecut needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a broken cable. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was found to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. Engineering evaluation also found a derailed grip cable at the distal idler pulley. Engineering concluded that the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. Engineering also concluded that the fleet angle between the proximal and distal pulleys might have contributed to the derailment. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.